Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) this investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: ning,x. Et al., (2008) anterior cervical locking plate-related complications; prevention and treatment recommendations, international orthopaedics, 32: 649-655 (korea). This was a retrospective study evaluating complications in 2,233 consecutive patients with subaxial cervical disorders treated with an anterior cervical locking plate. There were 1,238 males and 995 females who were followed up from 6 months to 8 years. In total, 607 patients had a discectomy and interbody fusion, 1,375 patients had a corpectemy and strut reconstruction, and 251 patients had a hybrid corpectemy in conjunction with a discectemy. Fusion material included iliac bone autograft and titanium surgical meshes or box cages, which were all filled with bone autograft. Self-locking plates were used in this series, including cervical spine locking plates, using cervical spine locking plate, synthes as well as various other competitor devices. (B)(4). This report is for an unknown cervical spine locking plate and refers to the following: 45 patients experienced plate loosening with non-union and underwent revision surgery 2 patients experienced broken plates with non-union and underwent revision 14 patients experienced overlong plating, defined as the plating being to long to affect the adjacent spaces in 14 cases. Osteophytes were found and revisions were performed. 2 patients had experienced plate oblique with neck pain and radiculopathy and underwent removal of plate.